Event description:
The caller reported the customer received a reading of 463 mg/dl on their blood glucose meter, and treated the customer for high blood glucose. Within an hour of the treatment, it was reported the customer experienced a seizure. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly drank juice to alleviate the symptoms. There was report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.